Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a footswitch issue before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated (via the event logs). The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 28, 2013. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this footswitch. The footswitch was received for evaluation. A visual assessment of the returned sample revealed a build-up of filth below the treadle. The returned footswitch was tested on a calibrated system and on a footswitch tester. The returned footswitch was found to meet specifications. The footswitch was then disassembled to visually inspect for points of corrosion or balance salt solution (bss) ingress. Corrosion under the paint was found underneath the heel of the treadle. The corrosion led to bss ingress onto the up-switch pcb on the footswitch. A short in the component within the pcb would lead to the reported sm. The root cause of the reported event can be attributed to the corrosion under the paint of the footswitch which lead to bss ingress onto the up-switch pcb. (B)(4).